Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
UDI number: (B)(4). The edwards sapien 3 thv is currently under investigation in the united states for pulmonic application.  Per the pulmonic IFU, the edwards commander delivery system and accessories are indicated for use as an adjunct to surgery in the management of pediatric and adult patients with the following clinical conditions: dysfunctional rvot conduit or previously implanted valve in the pulmonic position with a clinical indication for intervention, and: regurgitation: = moderate regurgitation, and/or stenosis: mean rvot gradient = 35 mmhg. Per the instructions for use (IFU), device embolization is a known potential complication associated with the transcatheter valve replacement procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, movement of the delivery system by the operator, valve size mismatch, suboptimal implant location, and incomplete frame expansion. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In this case, there was no allegation or indication a product deficiency contributed to this adverse event. The cause of the valve embolization into the ventricle cannot be determined, however, it may be due to patient factors (difficult anatomy at landing zone), and or procedural factors (valve was placed too proximal) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during a tpvr with a 29mm sapien 3 valve in a 22mm pulmonic conduit, the valve embolized into the right ventricular outflow tract (rvot).   A 35 mm balloon was used on a waist of 25.5 mm.  The main pulmonary artery landing zone was very horizontal. The valve was placed too proximal in the rvot and started rocking as soon as the balloon was deflated. Post dilatation was performed with added 5 ml of volume in an attempted to push the valve up, but was unsuccessful and the wire and delivery system was used to pin the valve secure. With the valve in the rvot, the team decided to post the valve again with 10 extra ml to secure it in the rvot, and was unsuccessful. The s3 valve was surgically removed and a surgical valve was implanted. The patient was stable prior to heading to the or.